Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had errors on the screen with a black screen that was shown. The event occurred during a diagnostic procedure while the patient was under sedation. There were no reports of patient harm.